Event description:
Customer reported that stated thatthey want to stop their treatment due to the material of the aligner that is not healthy for them. It was also reported that they said they are not feeling good with the product and the material bothers them.no additional information was reported.

Manufacturer narrative:
Since this event resulted in a reportable malfunction, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: the back of the aligner is sharp and is cutting the inside of my cheeks. The top back right side of my gum is a bit inflamed and mostly cut. There is discomfort.

Manufacturer narrative:
Corrections: b1, b2, b5, d1, d2, d2a, d2b, d3, d4, e1, e2, e3, e4, g1, g2, g3, g4, g8, h1, h3, h5, h6, h8, h11 (manufacturer narrative). Note: an incorrect initial 3500a submission was inadverdantly submitted for this MFR report #. All previously submitted information will be corrected by the data provided in this follow up. There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a seriousinjury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is nochange to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.